Manufacturer narrative:
Product event summary: analysis could not confirm the reported issue. It was found that the red display wire was pinched, and the wire was exposed. The battery wire insulation was pinched, but the insulation was not compromised. It was also found that one case screw was contaminated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) returned after getting wet subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.